Manufacturer narrative:
Investigation summary: one photo was submitted for quality investigation. The customer complaint of separation other component - no leak was verified by evaluation of the photo provided. The photo indicates that the tubing is separated from the outlet port of the filter. A device history record review for model10013902 lot number 22089085 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no physical sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd alaris¿ smartsite¿ low sorbing set disconnected while clamping it. The following information was provided by the initial reporter: "the tubing suddenly got disconnected while I was clamping it. Thankfully there was no leak as medication was finished."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ smartsite¿ low sorbing set disconnected while clamping it. The following information was provided by the initial reporter: "the tubing suddenly got disconnected while I was clamping it. Thankfully there was no leak as medication was finished."